Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the ventralex st (device 1). There is no allegation related to the phasix mesh (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). The patient underwent surgery for implant of an unspecified bard/davol phasix mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1). Ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol phasix mesh (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2015 - patient was diagnosed with ventral hernia and two small umbilical hernias thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿there was a large sac in the suprapubic ventral area. This was dissected and removed. There were two supraumbilical hernias, both were dissected free. There was an old synthetic mesh which was loosely attached to the fascia and it was removed. Then a ventralex st mesh (device #1) was placed into the defect using sutures.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of ventralex st mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿there were multiple abdominal adhesions in the midline area along with a large ventral hernia. The hernia sac was excised. The mesh that was essentially torn off the posterior abdominal wall. This ventralex st mesh (device #1) was removed completely. Then a phasix mesh (device #2) was placed on top of the defect using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, pain, and hernia recurrence. It is also alleged that the mesh tore off of the abdominal wall; unincorporated mesh; mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex st, patient was diagnosed with hernia recurrence, mesh migration and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, mesh migration and adhesions as possible complications. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6a, d.6b, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.